Event description:
It was reported catheters fractured, so they have had to be removed. Two newborns were receiving antibiotics and had to be punctured through peripheric to complete the therapy. According to information received, on 13.sep.2021, the nurse coordinator of ICU for newborns of the facility reports that two catheter from same batch ruptured. The nurse report that the flush is being performed with 10ml syringes, according to protocol. Both newborns were receiving antibiotics and it was required to remove the catheters. Both catheters have been discarded. Additional information: for peripheral punctures there was no type of complication; only antibiotics were administered; no surgical intervention was needed to remove the catheters. This report addresses the first device and patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a fractured catheter is confirmed but the exact cause remains unknown. One photo sample of a 2 fr perqcath catheter was provided for evaluation. The luer hub and molded wing portion of the catheter is being held. The catheter shaft appears to be fractured where it extends from the molded wing. The catheter is not shown. The break surface characteristics cannot be clearly inspected form the image. Based on the information provided, possible contributing factors include damage during handling, tensile damage, and sharp instrument damage. Since a complete break in the catheter was observed, the complaint is confirmed but the exact cause remains unknown.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds2221 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported catheters fractured, so they have had to be removed. Two newborns were receiving antibiotics and had to be punctured through peripheric to complete the therapy. According to information received, on 13.sep.2021, the nurse coordinator of ICU for newborns of the facility reports that two catheter from same batch ruptured. The nurse report that the flush is being performed with 10ml syringes, according to protocol. Both newborns were receiving antibiotics and it was required to remove the catheters. Both catheters have been discarded. Additional information: for peripheral punctures there was no type of complication; only antibiotics were administered; no surgical intervention was needed to remove the catheters. This report addresses the first device and patient.